Manufacturer narrative:
One device was returned for repair in used condition with complaint of air in line sensor damaged. This device has not been serviced in the past. Physical condition of the device has a worn upstream occlusion (uso) seal and worn power switch. No applicable evidence to review in event history. Primary reported problem "air in line sensor damaged" was duplicated. When testing, the device did not change from air to pass in the status menu. The cause was the air detector, and it was replaced to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device had air in line sensor damaged. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.